Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device reflected heat with a reading of 119 degrees fahrenheit which is greater than the manufacturer's specification (119 degrees fahrenheit: specified reading is less than or equal to 118 degrees fahrenheit). It was also noted that the tip (leg) was drilled into, bearings were worn out and had corrosion. Therefore, the reported condition was confirmed. It was further noted that the worn out bearings were consistent with creating heat from normal use and the markings on the tip were also due to normal wear and use. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the craniotome device had an unspecified malfunction. During an in-house engineering evaluation, it was observed that the device reflected heat with a reading of 119 degrees fahrenheit which was greater than the manufacturer's specification (119 degrees fahrenheit: specified reading is less than or equal to 118 degrees fahrenheit). It was also noted that the tip (leg) was drilled into, bearings were worn out and had corrosion. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly